Manufacturer narrative:
(B)(4). The exact date of death is unknown.

Event description:
Additional information was received and it was reported that the catheter/tubing was for an insulin pump from another manufacturer. The event did not involve a medtronic device.

Manufacturer narrative:
(B)(4). Corrected information: as the device was another manufacturer¿s device, conclusion are no longer applicable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s family member died from leaving a medical device, a catheter in their body. It wrapped around their colon and the patient had a stroke. No interventions or drug was reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.